Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard interlok femoral component, catalog #: 183110, lot #: j3943705, biomet I-beam tibial tray, catalog #: 141224, lot #: j3842593. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address due to the locking bar backing out of the device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
After further review, it was determined this product did not cause or contribute to the event.

Event description:
After further review, it was determined this product did not cause or contribute to the event.